Event description:
It was reported that during an unknown procedure, the device broke during the third load. The blade started to cut and it pushed the cartridge out as it was cutting. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the cartridge fall into the patient? If yes, was the cartridge retrieved? If yes, how was the cartridge retrieved? Were the staples formed properly? Was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was any other part of the device broken?